Event description:
Following breast implants on 7/8/83 rptr complained that implants became hard and she had severe pain in right breast. She had the implants replaced in 1987. She is still having pain in her right breast. She had a mammogram, ultra sound and MRI which showed no leakage. She will be going to another dr to try to get the problem solved and probably have them replaced.